Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the trial on the day of this report the trial lead was bending at the end and they could not get the stylet out of the lead. It was noted that the issue occurred after they had placed the lead in the patient. When the lead was taken out of the patient the last 2-3 contacts of the lead were making a hard right turn, it was bent. They had to use a different lead due to being unable to get the stylet out of the lead. The stylet was sticking during removal. Another lead was used without any issues. It was noted that the patient had not had any issues due to stuck stylet.